Manufacturer narrative:
A visual examination of the returned device revealed that the push catheter was kinked adjacent to the hub. The suture hole was torn toward the distal end of the push catheter. The guide catheter was stretched, kinked and broken. The distal portion of the guide catheter revealed suture impression marks / kinks. The suture was detached and not returned for evaluation. There was no damage to the stent. Based on the condition of the device and the details of the event, the most probable root cause for this complaint is operational context. The device history record review confirms that the device met all manufacturing specifications. A lot history search was performed and found no other complaints against the specified lot.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a drainage procedure in the common bile duct of a female patient (patient age and weight are unknown). During the procedure, the physician encountered some resistance as the guide catheter was retracted for the stent deployment attempt. The guide catheter broke and the stent was unable to be deployed. The broken guide catheter remained within the push catheter allowing the device to be removed in one piece. The procedure was successfully completed with another flexima biliary stent system with no patient complications. The patient was reported to be in good condition after the procedure.

Manufacturer narrative:
(B)(4). The device has been received; however the evaluation has not yet been completed. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a drainage procedure in the common bile duct of a female patient (patient age and weight are unknown). During the procedure, the physician encountered some resistance as the guide catheter was retracted for the stent deployment attempt. The guide catheter broke and the stent was unable to be deployed. The broken guide catheter remained within the push catheter allowing the device to be removed in one piece. The procedure was successfully completed with another flexima biliary stent system with no patient complications. The patient was reported to be in good condition after the procedure.